Event description:
Healthcare professional (hcp) reports a pt reaction on the 6th use of the membrane during pt treatment while using the ca-hp 210 dialyzer. Pt had been dialyzing with this type of dialyzer since june 26, 2000. The hcp reports that the pt was noted to have skin flaking, redness, rash and itching. These symptoms had been present for approximately 1 week prior to the reported incident, however, became severe during dialysis treatment (tx) at this time the dialysis tx was discontinued and the pt was treated with benadryl 25mg, orally and benadryl 25mg, intravenously with no relief. The hcp then applied lubriderm to the pt's skin and 15 minutes later the pt reported relief from symptoms. Per the hcp, pt's symptoms have resolved. Pt was dialyzed on 09/07/00 with an alternate membrane without incident.